Manufacturer narrative:
A safety alert notice (c/r 3022472-507-2013-0001-c) was issued to the customer on 05/10/2013 to provide add'l safety info to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage. The device was manufactured in april 2008, and had been in use for approx 5 years. The device was not returned for eval, and the customer has not responded to multiple phone calls and an email requesting further details on the circumstances of the break and whether there was any pt involvement. (B)(4).

Event description:
The glidescope gvl had a piece broken off at the tip. The physician has not responded to provide further details, and did not report any pt involvement.